Event description:
Reporter indicated via a manufacturer's implant card that the vns lead was replaced on (B)(6) 2012, due to a lead discontinuity.

Event description:
Reporter indicated the patient had vns generator replacement surgery only on (B)(6) 2012. An implant card was received to the manufacturer indicating lead impedance was "ok" with the new generator and resident lead. However, high lead impedance was noted in the neurologist's office after the surgery. The vns was disabled. Vns lead revision was planned, but the procedure was cancelled by the patient and has not been rescheduled. Reporter indicated the patient had no trauma, and did not manipulate the vns. No x-rays were performed.

Event description:
Reporter indicated the patient had vns lead replacement surgery performed on (B)(6) 2012. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance with vns systems diagnostics testing. The vns was disabled but the magnet mode setting was left on at the reporter's discretion. The patient was referred for surgery. No adverse patient events have been reported. Vns revision surgery is tentatively planned for (B)(6) 2012. Attempts for further information are in progress.